Event description:
It was reported that prior to a cryo ablation procedure, when the electrical connection between the balloon catheter and the console was established, an unknown system notice occurred.  The system message 'indicated that there was liquid in the system". The electrical umbilical cable was replaced and the issue remained. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 17816 was returned and analyzed. Received patient files were recorded on a date different from the reported event date. The received failure file did not contain any failure records for the date of the event. However the received failure file contained a system notice recorded for the day after the date of the event: 2024-06-13. The failure file showed system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection." External visual inspection was performed on the balloon, shaft, and handle segments. External visual inspection of the balloon segment showed fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used. During functional testing, the console terminated the application and triggered system notice 50005. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.25 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.